Event description:
It was reported that the battery was depleted. The patient stated that the 'battery depleted' alarm occurred twice and then changed the batteries. The last set of batteries were new batteries. The screen reads run res vol 51.4 ml. The device was powered down. Res vol 51.4 ml, rate is 3.0 ml/hr, given is 86.60 ml. Medication is 5-fu. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.